Event description:
Additional information was received that the ra lead was surgically abandoned six days later. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the safety switch tripped for the right atrial (ra) lead due to low out of range impedance measurements. Oversensing of noise on the ra channel also lead to inappropriate mode switches. Upon evaluation of the patient, the noise and low impedance measurements were able to be reproduced when the patient pressed her hands together. A lead revision will be scheduled for the patient. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.